Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that the customer received a blood glucose result of 124 mg/dl at 9:06am on (B)(6) 2017. Customer reported getting several e-6 errors after the successful test. Error code memory was checked and the error code memory showed h61 on 4:48pm (B)(6) 2017. It is unknown if this was the last time the customer attempted to test. Due to the repeated e-6 error messages, the customer ran out of test strips. The customer decided not to eat lunch, nor take her normal dosage of 6 units of humalog, since she was unable to check her blood sugar. Later that evening, around 6:00 pm she felt shaky, weak and itchy. She reported she could see colors in her field of vision. The customer called a family member to go to the store to get orange juice. They arrived with juice and food shortly after 6:00pm. The daughter had to treat the customer with the food and orange juice, because the customer was unable to self-treat. After treatment, the customer began to feel better. The customer was not hospitalized. Return of the suspect device was requested for evaluation.